Event description:
Philips has become aware of an issue that is encountered when completing the workflow described in this paragraph. When processing a muga, the user sets the left ventricular bounding ellipse required for both available automatic edge detection methods (mugac and gbp). After detecting the left ventricular regions, an automatic or manual background region is created. The user then moves forward from the define regions workstep to the review results workstep and checks the respective results. The user may then wish to go back to the define regions workstep in order to reposition the left ventricular bounding ellipse or modify the left ventricular regions defined. In this case, the user will almost always leave the background region alone, as they had previously defined it in an appropriate location before proceeding the first time. After resetting the contour and r-running the auto edge detection or editing the regions, the user proceeds back to the review results page. They may notice an ejection fraction that is substantially higher (10 to 50%) than the initial ejection fraction reported during the first execution of the application.

Manufacturer narrative:
Investigation results: a problem related to a software error has been detected in the philips multiple gated radionuclide angiocardiography (muga) application. A false negative interpretation due to a falsely elevated ejection fraction or a false positive interpretation due to a false low ejection fraction could occur. Action reported to FDA under 21 cfr part 806: submission of proposed class ii voluntary correction report. Correction report number: 2916556-09/27/11/005-c. A software upgrade version (B)(4) to correct the error in muga applications will be installed in all systems that are currently running with (B)(4) version(s) 1.0p, 1.1.1a, 1.5h, 1.5.1a and 2.0q field test period (B)(4). This is being submitted as part of the retrospective review of complaints. (B)(4).